Event description:
A hospital reported via a distributor that an rt204 adult breathing circuit did not pass the ventilator leak test. This was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The returned rt204 breathing circuit was pressure tested for a gas leak. Results: the reported fault was confirmed. The heater wire plug was not inserted into the inspiratory tube correctly which resulted in a failed leak test. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. It is likely that the heater wire plug loosened post production, possibly during transport or storage. Our monitoring and trending of dislodged heater wire moulded plugs has a rate of occurrence worldwide in the last year.